Event description:
It was reported that the patient had to charge more often and the ipg was taking much longer to charge. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred january 2024.